Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE. THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Event description:
CLINICAL NARRATIVE: AN IMPELLA CP WAS INSERTED VIA THE FEMORAL ARTERY TO SUPPORT THE PATIENT ADMITTED IN WITH CARDIOGENIC SHOCK AND CARDIOMYOPATHY. THE AGE AND GENDER WERE NOT DOCUMENTED BY THE TEAM IN JAPAN. THE PATIENT WAS ON EXTRACORPOREAL MEMBRANE OXYGENATION (ECMO) PRIOR TO THE CP PLACEMENT. THE CP WOULD VENT THE VENTRICLE FOR THE PRIMARY SUPPORT ECMO. ON DAY 9 OF THE SUPPORT THE PLACEMENT SIGNAL WAS LOST. THE TEAM REPLACED THE AIC AND THE ISSUE RESOLVED. THIS IS BEING CONSERVATIVELY REPORTED FOR DELAY OF THERAPY DUE TO THE TEMPORARY HEMODYNAMIC SUPPORT INTERRUPTION DURING THE EXCHANGE; HOWEVER, THE EXCHANGE WAS PERFORMED WITH NO CLINICAL CONSEQUENCE TO THE PATIENT.

Event description:
Updated Clinical Narrative (US):Updated information received reports that the patient subsequently expired on support. The death is reported against the Impella due to the initial reported delay in therapy because of original Automated Impella Controller being exchanged to a second AIC after the placement signal was lost. Although there was no clinical consequence that occurred during the exchange, due to a lack of additional information, the pump cannot be disassociated from the death.

Manufacturer narrative:
Additional information received regarding the outcome of the patient; the following fields were updated: B1, B2, B5, H1, and H6.